Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised to remove the broken screw from the implant. No further information was available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. X-rays were reviewed: overall fit and alignment of the implants is appropriate and the patient has a normal bone quality. Their review confirmed that there is a screw fragment seen post removal of screws on the second image. This is seen superomedially within the supra-acetabular region. As zb does not hold design control for this product, an internal complaint history search is not performed. A DHR review was conducted by rti and found that the device met manufacturing specification prior to shipping. A root cause for the screw breaking could not be established with the information obtained in this complaint investigation. The broken device was not returned to rti surgical, therefore, full root cause analysis could not be conducted. Further review will not be performed at this time as the risk associated with this occurrence is low for both patient and user. A summary of the investigation has been sent to the complainant.

Event description:
No further event information available at the time of this report.